Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon (flow rate is not displayed) could not be identified. Regarding the dim panel, though it was confirmed during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unspecified therapeutic procedure, the flow rate display on the high flow insufflation unit was blank/displayed no data. The procedure was not delayed by this problem. A replacement device was not required to complete the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The evaluation found the front panel lights were dim, and the display mode button turned off in sections of the front panel. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.